Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and expired the same day. This event is alleged to have been caused by the pt's possible exposure to the naturalyte and/or granuflo products during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.